Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the problem reported by the patient. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Bilateral patient contacted depuy alleging significant soft tissue damage on the left side. **update** (B)(6) 2011 - litigation papers were received. Litigation papers allege the patient was revised on (B)(6) 2010 due to severe metalosis. No new information received that would change the outcome of the investigation.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, dislocation with open reduction, metal wear and elevated metal ions.